Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image/black. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer's allegation and newly found malfunction is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had error e226 (scope communication error). The event had occurred during inspection for use. There were no reports of patient harm.